Event description:
It was reported by the customer that the insulin pump was alarming failed battery test. Customer stated they are treating with manual injections and that they attempted to replace a new battery cap but that it did not resolve the problem. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated device alarmed again. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 177 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with normal operating currents and no unexpected off/no power, low battery or failed battery test alarms noted. Unit was monitored for 48 hours and no blank display or unexpected auto off alarm noted. Unit had scratched lcd window.